Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# 0201026879, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient experienced an infection during the trial. The infection was thought to have occurred due to a lack of hygiene. The lead was therefore explanted. No outcome was provided with this event. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.